Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-mar-2022. H6: investigation summary one sample was provided to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the protector membrane, the needle of the protector penetrated the rubber stopper properly and the protector was verified to be properly connected to the vial, no gaps in the connection were identified. Functional testing was performed, liquid inside the syringe could successfully move to the vial and back to the syringe without issue and no leakage between the protector and vial was observed. While there was no leakage outside of the device, it was noted that liquid was inside the expansion chamber and the expansion bladder did not properly inflate. A device history review was performed for the suspected lots 2106106 and 2106103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. If the protector is used more than once, liquid may accumulate and oversaturate the filter. This oversaturation would create a pressure which prevented proper air release to the expansion chamber. The same effect may occur if liquid accumulated within the internal face of the vial rubber stopper, overpressure could then create a leak into the expansion chamber. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device, including leakage testing. Testing results were reviewed for the suspected lots and no issues were identified, product was verified to meet required specifications. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported bd phaseal¿ protector p50j had leakage issues. The following information was provided by the initial reporter: "the customer reported about leakage of an anticancer agent from the gap between the protector and the vial."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd phaseal¿ protector p50j had leakage issues. The following information was provided by the initial reporter: "the customer reported about leakage of an anticancer agent from the gap between the protector and the vial."